Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, it was observed that the patient's pocket had burst and was infected. The physician elected to explant the device and the patient is currently stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.